Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received replace battery now and power error alarms. The customer¿s blood glucose level was unknown. The customer reported that the insulin delivery was suspended. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Power error 25 and unexpected battery power loss due to non-sleep anomaly software error.